Event description:
The distributor for co reported that a rupture of device during a procedure had occurred. The tip of the wire could not be retrieved and was left in the pt. The pt condition was reported as marginal.